Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings. During testing, the battery compartment was observed to have two cracks and there was moisture observed in the battery compartment. A leak test was performed and failed due to the battery compartment leak and a bolus button leak. It was also observed that the display screen was dim and discolored. Unrelated to these issues, the bolus button was damaged but was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim and discolored display screen and moisture in the battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.